Event description:
Drill bit broke off into patients left femur canal during surgery. All remaining pieces of drill bit were located, removed from the patient and disposed of accordingly. The case proceeded without further incident.